Event description:
According to the reporter: the surgeon fired the instrument, pulled back the black return knobs and the stapler would not open. They used a second stapler to cut out the first. They sent the specimen, with stapler attached, to pathology. Surgeon had to resect more stomach to cut out the stapling device.

Manufacturer narrative:
(B)(4).